Manufacturer narrative:
See attached. This is the same event as 3010536692-2016-00084.

Event description:
Allegedly, patient revised for metallosis. (Right).

Event description:
Additional information received on (B)(6) 2016: allegedly the patient was revised due to the following mom complications: pain; loosening of the acetabular prosthesis with migration and adverse wear condition. (Right)

Manufacturer narrative:
Additional information received. This is the same event as 3010536692-2016-00084. This report will be updated when investigation is complete. Trends will be evaluated.